Event description:
It was reported that the user contacted support for assistance with an infusion set and cartridge change on the ilet and completed a guided replacement of a 23" teflon 6 mm infusion set and cartridge, after which insulin delivery was resumed; blood glucose was 219 mg/dl during the change following prior hypoglycemia that prompted carbohydrate intake, and later a transient hyperglycemia occurred that resolved, with the user noting the prior site might have been in scar tissue and blood glucose at 132 mg/dl thereafter. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included recovery without hospitalization and continued insulin therapy. Investigation included remote troubleshooting and user education covering cartridge replacement, tubing fill, infusion set application, and cannula fill. Investigation of this case revealed no device alarms or malfunctions reported, and potential infusion site issues such as scar tissue were considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.